Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction adn urge incontinence. It was reported that they didn't know if they had the stimulation turned up too high or not high enough because it wasn't helping their symptoms since they changed their program about a week and a half ago. The patient denied having had any falls or traumas that would have led to the issue. Patient stated that they were not in pain from the stimulation. Patient services asked the patient if they'd talked to their managing health care provider about the issue and the patient stated that the healthcare provider told them they could make any changes to the setting. Patient services reviewed therapy expectations and programming considerations with the patient and walked the patient through connecting to their settings. The therapy was on at 5.4 ma on program 2. The patient opted to switch to program 3 and began to increase the stimulation but started to feel like the implant was "vibrating" at .8 ma. Patient clarified that the implant wasn't moving but they were feeling the stimulation at the ins site. Patient services reviewed stimulation considerations with the patient. The patient stated they'd felt the stimulation like that in the past. Patient then continued to increase the stimulation on program 3 and past the .8 ma but they didn't feel any stimulation even after increasing a bit so they switched to program 5 and increased the stimulation to .8 ma and confirmed they felt the stimulation comfortably in the bike-seat region. Patient was going to monitor their symptoms now that a change had been made. Patient services redirected the patient to follow up with their health care provider (hcp) about feeling the stimulation sensation at their ins site. Patient stated they would call the health care provider (hcp) on monday ( (B)(6) 2024.)